Event description:
The core micro drill was returned for service. Upon evaluation at the manufacturer, it displayed a bias current when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. There was no patient involvement and no adverse consequences to the user alleged with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the drive pin, the driver, the spacer washer, the motor cartridge, the press plug and the rotor assembly.